Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath for the past 4 to 6 months. Upon investigation, the left ventricular lead exhibited high capture thresholds. Further investigation found the lead was actually capturing the left atrium. A x-ray test confirmed the lead was pulled back out of the ventricular branch into the main body of the coronary sinus and was capturing the left atrium. There was also no slack remaining in the lead, which suggested this was the mechanism for dislodgement. It was believed the lead likely dislodged sometime back in (B)(6) 2018. The lead was capped and replaced on (B)(6) 2019. The patient was stable prior and after the procedure.